Event description:
When starting to push material out of a new gdpg syringe it happens that you feel some resistance and then suddenly a larger amount of material "blobs" out in an uncontrolled way. This phenomenon is more and more often noticed and occurs only with new syringes. Till now no patient has been harmed but we should look into this before serious incidents happen. We have no material available that we can send back. As mentioned, if the "blobbing" occurs, this is only with the 1st use of a new syringe. With the 2nd use there are no problems.

Manufacturer narrative:
(B)(4). Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. The device was used up and not available for return. Retained samples of same lot tested. Tested the extrusion performance of the syringes. Visually examined the extruded material. Extrusion performance not as expected. Changes to syringe were implemented. The low end of the viscosity range appears to be incompatible with this new syringe design. Not returned.

Manufacturer narrative:
(B)(4). Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. (B)(4).

Event description:
When starting to push material out of a new gdpg syringe it happens that you feel some resistance and then suddenly a larger amount of material "blobs" out in an uncontrolled way. This phenomenon is more and more often noticed and occurs only with new syringes. Till now no patient has been harmed but we should look into this before serious incidents happen. We have no material available that we can send back. As mentioned, if the "blobbing" occurs, this is only with the 1st use of a new syringe. With the 2nd use there are no problems.